Event description:
The customer contacted beckman coulter inc (bec) to clear fluid leak dripping from under the coulter lh 780 hematology analyzer. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and goggles at the time of the incident. The customer did not come in contact with the fluid and no exposure to mucous membrane or open wounds was reported. Medical attention was not sought since the customer did not come with contact with the liquid. No exposure to mucous membrane or open wounds was reported. No death, injury or change to patient treatment attributed or associated to this event. On the day of the event ((B)(6) 2011), a bec field service engineer (fse) observed that the source of the leak was popped off the tubing coming from the peltier (from pm6) that delivers retic clearing solution to the retic shear (segment) valve (through port #1). The retic shear valve had a blockage that caused the tubing to come off from the pressure of the fluid. Fse cleaned the shear valve, primed, and verified that the reagent pathway to retic chamber was flowing properly. No further evidence of leaking was found. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was a blockage in the retic shear valve pathway.

Manufacturer narrative:
(B)(4).